Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The date of event is only an approximation as the customer stated the date of event was either (B)(6) 2019, (B)(6) 2019, or (B)(6) 2019. The result from the meter was 6.1 inr and within an hour the result from a venous sample in the laboratory was 4.1 inr. The customer's therapeutic range is 2.5 - 3.5 inr there was no allegation that the reportable malfunction caused or contributed to an adverse event and there were no actions taken. The customer is anemic but stated that at the time of testing their hematocrit was within the acceptable range. The customer's hematocrit on (B)(6) 2019 was 24 percent. The customer stated that their warfarin was reduced based on meter results from (B)(6) 2019 but the specific inr result was not known. Prior to meter and laboratory comparison, the customer was given tylenol and oxycodone. The customer had lost their appetite. The customer was not on heparin, does not have antiphospholipid antibodies, and is not on direct thrombin inhibitors. The customer's meter and test strip were requested for return. The retention customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (range 2.6 - 4.0 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.3 inr. The customer is anemic. This medical condition is known to produce inaccurate test results within the coaguchek system. The result alleged by the customer was not observed in the meter¿s patient result memory. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.